Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process, with no prior history of similar alarms on this pump. There was no adverse impact to the customer's blood glucose level. Technical support (cts) confirmed the alarm and decided to replace the pump. They ensured that the customer understood how to put the pump into storage mode and return it using a pre-paid label, that the pump settings and cgm need reprogramming on the replacement, and that the customer would use multiple daily injections (mdi) in the interim. The replacement pump was sent, with no signature required for delivery.